Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying an "er5" message. Per the onetouch ultra2 owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter (mother) that the alleged issue began on (B)(6) 2012, at 5:00pm. The reporter stated that the patient manages her diabetes with insulin (unknown type and dosage) and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the reporter claimed that the patient developed symptoms of being "shaky and sweaty" and shortly after, gave the patient food/drink in response to the symptoms. The cca was informed by the reporter that on the same day, between 6:30pm and 7:00pm, she retested the patient on another device, onetouch ultrasmart meter, and obtained a reading of "336mg/dl". The cca noted that the alleged product issue remains unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.